Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of exposure and endophthalmitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Exposure and endophthalmitis are known adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a case of "endophthalmitis after the extrusion of a xen device."